Event description:
The patient needed a PICC line, and due to multiple prior lines and dialysis lines, along with chronic severe muscle contractures of upper extremities due to longstanding paralysis, placement was exceedingly difficult. The interventional radiology staff, using fluorographic assistance, accessed the right brachial vein with an ev3 nitrex 0.018 inch guidewire. The staff was able to access a patent vein (demonstrated by a venogram) and insert a PICC line to the point of a large vessel occlusion. The guide wire was removed. PICC line flushed, and was used for IV fluids and antibiotics. Two days later, a chest radiograph performed to evaluate for pneumonia, demonstrated a fragment of the guidewire in the vessel, proximal to the PICC line (i.e., outside of the lumen of the PICC line and in the vein). On (B)(6) 2014, the ir staff was able to successfully remove the wire fragment and replace the PICC line. Upon admission on (B)(6) 2014 he was minimally responsive with head nods and some purposeful movements. He was diagnosed as having an intra abdominal abscess and likely pancreatic fistulae. Due to multiple medical comorbidities, he was not a surgical candidate. He was treated aggressively with antibiotics, but his medical condition failed to improve. He had prior thromboses. On (B)(6) 2014, ir was asked to place a PICC line for IV antibiotics and tpn, as the patient had lost all IV access. The ir staff was able to place a single-lumen PICC line with great difficulty, however, the line could not be advanced far enough into a large vein and thus was not suitable for tpn. At this time, owing to his progressive infection unresponsive to medical intervention, the family elected to withdraw active medical support, and the patient expired on (B)(6) 2015. The retained wire fragment removed on (B)(6) 2014 did not contribute to this outcome.